Event description:
Meter name: one touch basic original, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symtpoms: nausea, sweaty. A patient reported they were seen in ER. Their meter allegedly would only prompt not ok message. The result on their meter was unable to test on meter. The result on the ER meter is unknown if customer was tested at ER. The comparison was done with meter. Treatment at ER is unknown. No further information has been reported.